Manufacturer narrative:
Ischemia/nerve damage/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information received for coding change; a140505 is no longer applicable. Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
D3 (manufacturer fax) has been added. Ischemia/nerve damage/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical rationale: (updated 2026-5-14). An impella 5.5 was inserted surgically via the right axillary/subclavian artery access in a 66-year-old male patient for non-ischemic cardiomyopathy. The patient¿s comorbidities were diabetes mellitus. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. Prior to support, the patient was treated with iabp, inotropes/vasopressors, and respiratory therapies. At the end of the implant procedure, the patient was sent to the ICU on support. While in ICU supported with an impella 5.5 and in the presence of peripheral ECMO, the patient was found to be unable to move his toes, but he was able to feel them. The patient was taken emergently for removal of ECMO, as the team feels there was embolism attributed to the ECMO, as it was caused by the mixing cloud that occurs with ECMO and impella support. The patient remained on impella 5.5 support. The impella device is being reported however, the peripheral ECMO was a contributing factor to the ischemia/nerve damage given high-flow from the ECMO and known procedural risks associated with large-bore femoral arterial cannulation necessary for peripheral ECMO. After 78 days of support the team reports that the patient expired. The death occurred well beyond the indication for use of the pump. The cause of death has not been reported to the manufacturer at this time, and so the death is conservatively being reported on the product due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
B5 narrative was added and serious injury was changed to death. D6b explant date updated. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.

Event description:
Clinical rationale: (updated 2026-4-8). An impella 5.5 was inserted surgically via the right axillary/subclavian artery access in a 66-year-old male patient for non-ischemic cardiomyopathy. The patient's comorbidities were diabetes mellitus. The patient's clinical state prior to initiation of support was documented as scai shock stage e. Prior to support, the patient was treated with iabp, inotropes/vasopressors, and respiratory therapies. At the end of the implant procedure, the patient was sent to the ICU on support. While in ICU supported with an impella 5.5 and in the presence of peripheral ECMO, the patient was found to be unable to move his toes, but he was able to feel them. The patient was taken emergently for removal of ECMO, as the team feels there was embolism attributed to the ECMO, as it was caused by the mixing cloud that occurs with ECMO and impella support. The patient remained on impella 5.5 support. The patient's outcome and survival status at explant remains to be determined as the patient remains on impella 5.5 support. The impella device is being reported. However, the peripheral ECMO was a contributing factor to the ischemia/nerve damage given high-flow from the ECMO and known procedural risks associated with large-bore femoral arterial cannulation necessary for peripheral ECMO.

Manufacturer narrative:
B5 clinical narrative updated.

Event description:
An impella 5.5 was inserted surgically via the right axillary/subclavian artery access in a 66-year-old male patient for non-ischemic cardiomyopathy. The patient's comorbidities were diabetes mellitus. The patient¿s clinical state prior to initiation of support was documented as scai shock stage e. Prior to support, the patient was treated with iabp, inotropes/vasopressors, and respiratory therapies. At the end of the implant procedure, the patient was sent to the ICU on support. While in ICU supported with an impella 5.5 and in the presence of peripheral ECMO, the patient was found to be unable to move his toes, but he was able to feel them. The patient was taken emergently for removal of ECMO. The patient remained on impella 5.5 support. The patient¿s outcome and survival status at explant remains to be determined as the patient remains on impella 5.5 support. The impella device is being reported however, the peripheral ECMO was a contributing factor to the ischemia/nerve damage given high-flow from the ECMO and known procedural risks associated with large-bore femoral arterial cannulation necessary for peripheral ECMO.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.